Event description:
The clinical events committe adjudicated that the previously reported mi occured on the same day as the index procedure and was consistent with an arc mi.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).

Event description:
During index procedure the patient had two resolute integrity drug-eluting stents implanted - one in the cx and one in the lad. It is reported that approximately 1 day post index procedure the patient suffered an mi. The event was not assessed for relatedness to device.

Manufacturer narrative:
(B)(4).

Event description:
The patient suffered a mi approx 16 months ((B)(6) 2014) post index procedure. The cec adjudicated that the mi was consistent with an arc mi. The patient suffered stenosis of the cx and om, and in-stent restenosis of the lad approx 16 months ((B)(6) 2014) post index procedure. The stenosis events were treated with the previously reported CABG revascularisation ((B)(6) 2014). The om was treated during the CABG.

Event description:
Approximately 16 months post the index procedure a CABG revascularization of the lad and lcx was carried out due to the patient experiencing unstable angina. The outcome is reported as resolved.

Event description:
Additional information received reported that the investigator has indicated that the previously reported mi was possibly related to the study device. The investigator has indicated that the previously reported CABG was definitely related to the study device.